Event description:
It was reported that the patient underwent an unknown surgical procedure in (B)(6) 2010 and mesh was implanted. Following the procedure, the patient experienced erosion into the vagina twice due to wrong or poor placement. The patient underwent removal of the mesh on an unknown date. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.